Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are unresponsive and they are ramping up and down. Nothing further reported.